Event description:
It was reported that the user experienced recurrent hypoglycemia while using the ilet with a dexcom g6 sensor, including a documented low of 51 mg/dl and approximately 30 minutes out of range, and the device alerted for low glucose; the user often did not announce meals and requested a factory reset, which was completed, and the serial number was updated due to an insurance change. Symptoms included none reported. Outcomes included self-treatment with oral carbohydrates and no need for outside assistance or medical intervention. Investigation included review of the ilet report and user education on treating hypoglycemia with 15 grams of carbohydrates and reassessment after 15 minutes. Investigation of this case revealed recurrent low glucose readings with contributing factors unclear, with no device malfunction confirmed and user behavior factors noted. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.